Event description:
Problem of pacemaker detection when 3 leads EKG cable is selected. Pacemaker detection is only effective for a while. Problem is not seen when 5 leads selection is used. The following additional information was rec'd with complaint: 1-pace-maker detection during paced ECG: when << 3 leads >> is selected (and corresponding cable is used) pace-maker detection is only effective for a while i.e: "blue spike on ECG curve and letter 'p' on heart icon of the pbox are only displayed for a short period." Problem appearance is seen as soon as a 'square' in blue color is displayed on / with ECG curve. This problem can't be produced when using << 5 leads >> selection. 2-activation of pace-maker detection: when the problem of pace-maker detection (previously described) is occurring the only way to 'reset' the function consists of the physicial disconnection of the multimed cable. By the way, if the user is selecting the << 5 leads >> option (when facing the problem with 3 leads selection), this action is not suffficient to make pace-maker detection function.. Multimed cable must also be disconnected.